Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery (ata). A non-bsc and a 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheters were advanced for pre-dilatation in unknown order. However, during the first inflation of the fg coyote fc mr (emerge¿) balloon catheter at 10 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a 1.25x20mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.